Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported the ventilator alarmed due to a power on self test (post) timer/24 volt failure. The customer reported the device was not in use therefore there was no patient involvement or harm. As the device is out of warranty, the customer contacted manufacturers product support (pse) for assistance. The customer reported the device performed a restart when it was powered up and it was intermittently operating. Pse advised the customer use the device diagnostic history to review for cause of the reported vent inop. Pse advised the customer review the device diagnostic history to identify the cause of the vent inop. Pse provided information for the power switch and recommended the customer call back for assistance. Attempts were made to contact the customer for additional information with no response received.